Event description:
The customer reported that, during preparation for use, error code b30 was displayed with the subject device. The intended procedure was completed using a spare device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 was not reproduced. Service found the output connector was worn. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, it is likely b30 was displayed, because the connection could not be performed normally, due to a failure of the video connector. The root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct a1 patient identifier.